Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver will boot and charge. The receiver download found no issues in the log. Wiggle test: passed .test on receiver functional test station: passed all relevant testing.. Perform overnight charging and discharge test: passed overnight charging and discharge test, battery capacity test is good.. Opened receiver case:- found no evidence of any burnt and\or damaged component. The reported event that the receiver overheating or shocking was not confirmed. The root cause could not be determined.